Event description:
In 2007, a doctor informed korr corportion that an unconfimed number of patients experienced sensitivity from the use of optibond solo plus unidose. As a result of the sensitivity, the doctor replaced the dental restorations on the affected teeth.

Manufacturer narrative:
In this incident, dental restorations were replaced as a result of sensitivity caused by the use of this product. These medical intervention incidents are considered MDR reportable.